Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 was removed due to infection & bone loss. Symptoms as a result of the event: abscess.